Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call to have received a software error alarm and a program alarm anomaly after programming a bolus delivery. Customer reported that everything recorded after midnight was lost. Customer's blood glucose was 90 mg/dl. Troubleshooting was performed and insulin pump passed self-test. Customer opted to monitor insulin pump.